Event description:
It was reported to boston scientific corporation that an autotome rx 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during preparation, the front end of the wire damaged. The procedure was completed with another autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition a the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction: g1 (MFR site facility name) block h6: device code 1069 captures the reportable event of wire break. Block h10: the returned autotome rx 44 as analyzed, and a visual evaluation noted that the cutting wire was not broken. However, the exposed cutting wire was bent. No other issues with the device were noted. The reported event was not confirmed. The failure found (wire bent) could have been generated during manipulation of the device during the procedure or due to the interaction with the endoscope or with other devices. All compiled information on this investigation determines that the most probable cause is no problem detected since the device complaint of "wire break" was not confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, the front end of the wire damaged. The procedure was completed with another autotome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition a the conclusion of the procedure was reported to be stable.